Event description:
It was reported that during an unknown procedure, a message was received from the materials staff stating the patient had an allergic reaction to the staples and they seem to think it might be the lubricate material and not the staples. It was also reported that the patient is going to have another surgery and it is unclear if the reason for the procedure was related to the allergic reaction. Several requests for additional information have been made, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
Spoke with the nurse practitioner and she advised that the patient presented with small red dots along the staple line and was inquiring of staple composition and lubrication as he will be undergoing another surgical procedure unrelated to this event. An allergic reaction was not confirmed and the red spots went away without any intervention.